Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the articular surface provisional indicated it fractured in half, confirming the stated complaint. This device was manufactured over 23 years ago; is worn and shows significant signs of use. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that during surgery it was tried to put in trial poly but it broke in half. No delay reported.